Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the catheter was not working properly; kinked or was "back clogged." The patient was seen on (B)(6) 2012 and a catheter dye study was done on (B)(6) 2012 in which it "wasn't even possible to get the dye in." The patient no longer had withdrawal symptoms as oral marcaine was administered resulting in adequate relief. This pump system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient had an increase in pain, which was why the dye study previously reported had been ordered. Since the health care professional was unable to pull any fluid from the catheter access port, the patient was sent for a catheter revision. When the surgeon opened the pump pocket, yellow drainage/pus shot out of the pocket. Cultures were taken of the pus, but the results were not provided. An unknown infection was reported and antibiotic treatment was necessary. The pump and catheter were removed. The patient was hospitalized from the event and was discharged the next day with antibiotics.